Event description:
Per the edwards lifesciences field clinical specialist report, in a transapical tavr procedure there was significant posterior paravalvular leak (pvl) after deployment of a 23mm sapien valve and the valve was post dilated. While removing the ascendra 3 system after post dilation, the sapien valve embolized into the ascending aorta. The team used a 14 sheath in the left femoral artery and went up with a catheter and wire through the embolized valve in ascending aorta. Once the sheath and wire position were secure, the team made multiple attempts with various non-edwards balloon catheters to drag the embolized valve from the ascending aorta over the arch into the descending aorta, but were unsuccessful. The physician then tried to secure the valve within the ascending aorta by flaring the stent with a z-med balloon, but was it was not possible due to the size of the ascending aorta. It was then decided to open a retroflex 3 (rf3) 26mm delivery system which was prepped without a valve and introduced through the ascendra 3 introducer sheath. Multiple attempts were made to push/articulate the valve with the rf3 delivery system from the ascending aorta to descending aorta, but were unsuccessful. While then deciding on how to proceed, the apex began to fall apart. The apex was then successfully closed. After the apex was successfully closed, the team used a stent to secure the embolized valve within the ascending aorta. Once the embolized valve was secure, it was decided to abort the case. The stable patient was then transferred to unit for post-op management. The team believes that the valve moved aortic during initial deployment and ended up high (too aortic) and not completely within the aortic annulus. Because only a portion of the valve was within annulus, it embolized after post dilation.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Edwards lifesciences was notified through the implant patient registry department that the patient passed away 3 days after the procedure. It was also reported that the patient had stage 3 kidney disease. Medical records were requested to the hospital, however, have not been received due to their processing time. A supplemental report will be submitted when new information is received.

Manufacturer narrative:
Per the instructions for use, paravalvular leak and device embolization are a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the sapien valve pvl and embolization to the aorta cannot be confirmed, as images of the procedure were not available to edwards for review. However, per report, the team believes that the valve moved aortic during initial deployment and ended up high (too aortic) and not completely within the aortic annulus. Because only a portion of the valve was within annulus, it embolized after post dilation. According to the information provided the patient had a preserved lv ejection fraction of 55%, and the imaging intensifier angle and coaxial alignment of the delivery system and valve were both considered to be fair. It is possible that a combination of these factors may have caused or contributed to the valve malposition with subsequent pvl and embolization. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with MDR # 2015691-2013-21059.